Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of unresponsive keypad and low battery alarm with their insulin pump. The customer states having gotten into the pool with the pump. Customer states buttons are unresponsive, so she cannot clear the alarm. The customer's blood glucose was unknown. Customer was advised to discontinue use of pump, and that the pump would need to be replaced. Continuation of therapy pump is to be sent out.

Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to corroded keypad traces, moisture damage was found on the electronics also, unable to verify low battery alarm due to button keypad anomaly. The insulin pump had minor scratched display window and broken reservoir tube lip.